Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that when opening the device, a hair was found in the sterile packaging. A replacement implant was used.

Manufacturer narrative:
A persona ps femoral component was returned along with the packaging for review. Visual inspection of the returned device confirms the presence of a hair-like dark strand located within the inner sterile packaging. As returned, the hair was taped to the packaging. It appears that it was stuck under a label on the inner package. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. It was reported that the surgeon found a hair in the sterile package when opening the implant packaging. This device was not implanted, as another femoral component was used instead. The implant was quarantined, and the patient was not affected. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to correct information in section d4. (B)(4).